Event description:
Severe reaction to dexcom cgm adhesive, including pus, swelling, itching, and rash extending beyond the footprint of the adhesive. This began in early-(B)(6) 2020 and continues to be a problem with different cgm lot numbers. Per doctor's recommendations, stopped using the cgm for 4 weeks and treated affected site with steroid cream. Reaction continues to occur if adhesive comes into contact with the skin, even after placement of barrier films such as skin tac and IV prep. FDA safety report ID# (B)(4).